Manufacturer narrative:
(B)(4). Field advisory: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg is inoperable. An sjm representative met with the patient and confirmed the ipg was unable to communicate with external devices. Surgical intervention is planned for a later date as the next course of action to address the issue. Concomitant medical devices are unknown to the manufacturer at this time.